Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Medical device problem code: 2993 adverse event without identified device or use problem. Medical device problem code: correction to disregard 3191 appropriate term/code not available.

Event description:
Dexcom was made aware on 01/16/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The patient experienced a skin reaction with redness under the entire patch area which occurred an unspecified number of days after the sensor had been inserted in the abdomen. On (B)(6) 2023, the patient was presented to the emergency department for evaluation of the skin reaction and was prescribed oral doxycycline and an unspecified antihistamine. No photo was provided. At the time of the report, the patient was recovering.